Event description:
The device had twisted and the screws had fractured inside my body. So they had to remove it. There was too much bone loss from the device that they couldn't replace it. So now I don't have the use of my right arm at all. I've had several x rays and CT scans over the last six years they are all in my medical records.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, a6, b1, b5, d6b, h11. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a shoulder implanted, side unknown, underwent a revision procedure approximately 2 years post. The patient made inquiries through a linkedin account regarding device quality and indicated they would like to get a replacement. The patient stated that following a revision they received, they were told they had too much bone loss from the removed implant from the prior revision and were not able to get a replacement. The patient indicated they have nothing in their arm except for a metal bar that causes them intense pain every day of their life. The patient indicated they were now disabled and can¿t use their right arm at all. No further information.